Event description:
Customer reported a motor error on her insulin pump. She said she has had her insulin pump replaced three times. When customer was giving her product information over the line, the call was disconnected. Customer was called back, but it went straight to voicemail. No additional details were provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.